Event description:
Physician reported rupture on the right side. The device has been explanted.

Event description:
Physician reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: sharp opening on radius and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on radius of opening device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data:d9, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture on the right side. The device has been explanted.